Event description:
X-rays of a patient revealed a broken femoral stem. The femur was found to be undamaged after breakage of the femoral stem. A revision surgery was performed 2002 to replace the damaged component. During the revision surgery the original bipolar components were also replaced with a full acetabular hip system. The stem had been implanted for approximately 1.25 years.